Event description:
As reported by the field clinical specialist, approximately 4 years post-transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, the patient presented to the clinic with shortness of breath and fatigue. A valve-in-valve procedure was performed. On the patient's follow up echo aortic stenosis was present with mean gradients of 60 mmhg. The 26mm valve was also not fully expanded on the CT workup. The patient was discharged with no complications.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for stenosis was unable to be confirmed based on no medical record provided for evaluation. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.